Event description:
It was reported that the motor service was due. The event occurred during testing. The device evaluation noted that the device failed to alarm the downstream occlusion.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion seal and a delaminated upstream occlusion seal. A review of the event history log was performed. Functional testing found that the device failed to alarm for downstream occlusion. The downstream occlusion seal, upstream occlusion seal, and camshaft were replaced. The device then passed all functional tests.